Event description:
The customer reported, there was a cut in the power cord.

Manufacturer narrative:
The ge service rep ordered a new power cable and installed the power cable. The system operates as intended.